Event description:
During an in clinic follow-up, an overestimation of the device's remaining battery longevity was observed. Abbott technical support was contacted and no intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.